Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that 2 bd microfine¿ + pen injector needles were defective and difficult to operate. The following information was provided by the initial reporter, translated from japanese: "the user reported that two pen needles were found to be defective."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that 2 bd microfine¿ + pen injector needles were defective and difficult to operate. The following information was provided by the initial reporter, translated from japanese: "the user reported that two pen needles were found to be defective.".